Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of black marks on the 14v battery was confirmed; however, the reported charging issue was not confirmed. Five out of the seven contacts all showed black marks and signs of corrosion on the contacts. There were no log files submitted for review. The 14v battery, serial (B)(6), was connected to a maccor system to go through a charge/discharge cycle and placed in a universal battery charger (ubc) for further testing, and no atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop, system controller, and returned battery clips. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The damaged contacts did not affect the functionality of the battery which charged without issue each time it was placed in the ubc. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 27sep2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate 3 lvas patient handbook (rev. D), heartmate 14 volt li-ion battery instructions for use (IFU) (rev e) and the heartmate universal battery charger (ubc) IFU (rev. B). Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a burn mark on the 14v battery was not confirmed. There was no photos or log files submitted for review. The 14v battery, serial (B)(6), was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on (B)(6) 2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate 3 lvas patient handbook (rev. D), heartmate 14 volt li-ion battery instructions for use (IFU) (rev e) and the heartmate universal battery charger (ubc) IFU (rev. B). Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were black burn marks where the 14v battery was connected in the hospital universal battery charger (ubc). The battery would no longer charge and was not safe for use. The damaged equipment was removed from service. Related manufacturer's report: 2916596-2023-05186.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Section a4: patient weight has been requested but not yet provided.